Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse replaced sample syringe and tubing, aspirate tubing connector and wash dispense connector. The cse replaced faulty pinch valve for aspirate probe 1. The cse ran quality controls, which were within range. The cse ran precision testing on different patient samples, which passed. The cause of discordant, falsely elevated vancomycin results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vancomycin results were obtained upon initial and repeat testing on one patient sample on an advia centaur xp instrument. The discordant result was reported to the pharmacist(s), who questioned it. The customer had redrawn another sample and ran on the same instrument, resulting lower. The corrected result was reported to the pharmacist(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin results.